Manufacturer narrative:
The product has been requested. It will be investigated upon return and a f/u report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer called stated he had not changed the batteries in his freestyle flash blood glucose meter for two years and the battery and booklet icons now display on his meter. The product has been requested for investigation. There was no report of death, serious injury, or mistreatment.